Manufacturer narrative:
(B)(4).revoked asr exemption number e1997036. 'Report late due to asr to individual reporting transition'.

Event description:
Implant failed due to implant fracture at/after delivery of prosthetic